Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that drive support cap is flush. The customer¿s blood glucose level was 203 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test unexpected restart alarm but the basic occlusion test failed due to loose/protruded drive support disk. Unable to perform the occlusion, prime/and excessive no delivery test due to unexpected restart.